Event description:
An implantable cardiac defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture's database indicated the patient died approximately five months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The inner insulation was noted to be pulled apart and an outer insulation cosmetic depression at the connector. Apparent explant damage was noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted at the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The inner insulation was noted to be pulled apart at the connector. A white substance and a cosmetic depression were noted on the outer insulation at the proximal end of the lead segment. The lead was noted to be stretched and apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.